Event description:
During surgery, after inserting the t2 nail, it was found that the proximal part of the nail was deformed in m-l direction on ap x-ray. The surgery was complete without any treatment. According to the assistant surgeon, he used force to change the position of the target device to align the rotational alignment of the nail.

Manufacturer narrative:
Device remains implanted. If the device or add'l info becomes available it will be submitted on a supplemental report.